Event description:
Reportedly, to treat the cto lesion at lad, reverse cart technique was attempted through the septal collateral with same model other one of the subject device, however, some manipulation resistance was felt so that this catheter was removed and exchanged with the subject catheter. Subject catheter was advanced to proximal cap of the target lesion, and physician rotated the catheter on the proximal end, but it was felt that the torque wasn't being transferred and not meeting resistance, it wasn't moving. Catheter retraction was attempted, and it was noticed that the catheter was stuck on the guidewire, the catheter was kinked at the proximal shaft. Physician cut the catheter shaft at the hub connector, but still guidewire could not pass. In the effort to remove the corsair it jumped forward through the wall of the vessel. And an cine image showed a perforation from the lad. A covered stent was placed to the lesion, perforation successfully treated.

Manufacturer narrative:
Returned catheter was found its shaft having been cut at approx. 10cm from proximal end of product. Cut distal portion was returned but the proximal portion was not. Close observation of returned portion of the catheter revealed several bends at the shaft, supposedly due to the force given during the use in the procedure. No other notable irregularity was found with it. Based on the provided information, the event is presumed to have occurred when the cut shaft of catheter was unintentionally and inadvertently pushed into the vessel during the removal of cut shaft was attempted, resulting inadvertent injury of the vessel wall and vessel perforation. IFU describes in the warning section: "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter." As possible adverse events, "vessel damage, such as dissection, perforation".